Manufacturer narrative:
(B)(4). The device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a navigator ureteral access sheath set was inspected upon receipt at the user facility. According to the complainant, during unpacking the product, it was noticed that the outside coating of the navigator sheath was damaged. F/u with the complainant did not provide any add'l details on the damage to the sheath. There was no pt involvement in this event.